Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Failed preventive maintenance. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn 15490309 was performed from 02/16/2019 to 09/17/2020 and note that this device has been returned for service once which correlates to the customer reported issue. Also, there were no production failures indicated on the source device.

Event description:
Failed preventive maintenance. No patient involvement.